Event description:
Additional information was received indicating that the patient was still not feeling her magnet mode stimulation and is having an increase in seizures, back to 15-16 per month which is the same as her frequency prior to vns. These issues were attributed to the high impedance. Diagnostics run on (B)(6) 2012 revealed high impedance, dc/dc = 7 on both normal and system mode tests. The generator was intentionally left on; however the physician is aware of the manufacturer's recommendation to disable the device when high impedance is observed. Ap and lateral x-rays views of the neck and chest for patient were received and reviewed on (B)(6) 2012. The images were dated (B)(6) 2012. The generator was seen in the left chest. The filter feedthru wires were intact and the lead pin could be seen past the second connector block indicating that it is fully inserted into the generator. There did not appear to be any lead located behind the generator. A break was observed in the lead body and the lead appeared twisted and coiled near the generator with the lead being intact at the connector pin. The electrodes were observed in the neck and appear to be in proper alignment. The lead is seen routed down toward the generator until the break location. Based on the x-ray images provided, the cause of the high impedance is likely the observed break identified in the lead body. The presence of additional micro-fractures in the lead can also not be ruled out. Revision is likely but has not occurred to date.

Event description:
The patient underwent revision surgery on (B)(6) 2012. The generator and lead were returned for analysis. Analysis on the generator was completed and approved on (B)(6) 2012. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis on the lead is not yet complete.

Event description:
Analysis on the lead was completed on (B)(6) 2012. During product analysis the reported lead fracture was confirmed. During the visual analysis, the outer silicone tubing appeared to be twisted and compressed in most areas. This significant twisting suggests the generator was manipulated while it was implanted. Multiple fractures were observed in the returned lead. Scanning electron microscopy was performed on all of the breaks and identified the coil breaks as having evidence of a stress induced fracture, mechanical damage, voids, and/or pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting in the connector pin and connector ring quadfilar coil breaks. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Based on the findings in the product analysis lab, there is evidence to suggest several discontinuities in the returned portions of the device. Note that patient manipulation of the device during its implant life appears to be a contributing factor for the observed lead condition and associated discontinuities.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported on (B)(6) 2012, that at the patient's last visit the dcdc code had increased and on (B)(6) 2012 the diagnostic testing using her full current of 2.5ma was "limit" for output status, and "high" for lead impedance. End of service is "no". The dcdc was 7 for normal mode diagnostics and 4 for system. At the patient's previous visit the dcdc codes were 6 and 3 respectively. X-rays were performed and an evaluation of the x-rays was done by the patient's surgeon; who indicated that a lead break was present. The x-rays have not been sent to the manufacturer for review. The patient reported no pain, and no manipulation or trauma was suspected. The physician lowered the patient settings. The patient was then seen on (B)(6) 2012. It was reported, that during the visit, the patient's diagnostics showed a dcdc of 6 on normal mode and 3 on system mode when the patient was programmed to 2.25ma. Diagnostics were attempts with the patient in multiple positions and the results were consistent, with only one position having a result of dc/dc of 5 on normal mode. At that time it was also indicated that the patient was no longer feeling normal and magnet mode stimulation; for approximately one month prior. The patient was also experiencing an increase in seizures, below pre-vns baseline, following the decrease in settings from 2.5ma to 2.25ma on (B)(6) 2012. The patient will be referred for a prophylactic generator replacement and a possible lead replacement. Surgery is likely, but has not occurred to date. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Additionally failure appears to be related to patient manipulation.